Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified result(s) with high sodium (na) control value(s). The service documentation revealed that the fse cleaned the washing station, sample needle, reagent needle, stirring rod, oiled the shaft of the mechanism, and performed maintenance; to resolve the issue. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified high sodium (na) control value(s). Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: ion-selective electrode chemistries which include sodium, chloride, and potassium were the most severe chemistry.